Event description:
The customer reported that the power cord was defective. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep replaced the power cord. The system operates as intended.